Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for chronic pain. It was reported that the patient was raking leaves on (B)(6) 2019 when he got a heavy, uncomfortable sensation across his back and down both legs. When attempting to turn stimulation up, the patient was no longer felt stimulation in the usual 4.5 to 5.0-volt range that he had previously used since 2017. An impedance check was run, and all impedances were within normal limits (within the 2000-ohm range). There was no change in stimulation with palpation. The manufacturer representative attempted reprogramming the patient which gave stimulation mostly in the ribs and abdomen. The manufacturer representative tried again to reprogram with a setting mostly in the leg and some in the right back. The patient is returning in two weeks with a new x-ray. The issue was not resolved at the time of the report. Surgical intervention was not planned or performed at the time that the event was reported. There were no further complications reported.